Event description:
A caller reported that the control-iq system was not adjusting insulin delivery as expected, which resulted in the customer's blood glucose level dropping to 52 mg/dl. The customer consumed carbohydrates to address the low blood glucose level and did not require assistance from a third party. Technical support educated the caller on how control-iq predicts glucose values based on continuous glucose monitor readings and adjusts insulin delivery accordingly, noting that the total daily insulin (tdi) was incorrectly programmed. The caller was informed about how the system uses weight information to adjust insulin and subsequently acknowledged understanding of the technology and algorithm.